Manufacturer narrative:
The software investigation found that the head frame, missing tip of nose and forehead, poor fiducial placement on the exams were all causes of the symptoms.the software functioned as designed. The instructions for use (IFU) which accompanies this device contains guidance and instructions regarding proper imaging protocols.

Manufacturer narrative:
Medtronic technical services representative software review of images of registration model corroborate what the medtronic representative initially reported regarding the on (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy occurred. They registered the patient using fiducials and following registration with a metric of 1.8. The surgeon checked accuracy on specific landmarks and deemed being accurate on the top of the head and ears, however, when traced down to the back of the skull, near where the tumor was located, deemed being less accurate. No specific measurement was provided at that point. The surgeon opted to continue the procedure using navigation. . When the surgeon started detecting, nicked a sinus and there was a slight sinus bleed. This caused a 15 minute delay in therapy, however, there was no harm to the patient. The surgeon stated this happened due to being inaccurate by approximately 2 millimeters. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 15 minutes. There was no impact on patient outcome. The medtronic representative noted that this inaccuracy was likely due to the fiducial placement and skin shift when they flipped the patient to prone before registering. The fiducials were all placed behind the ears on loose skin that was compressed during the scan because the patient was in a head frame and was then shifted and moved when the patient was flipped into a prone position without the head frame. The medtronic representative noted the scan was also missing the tip of the nose and part of the forehead.